Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (400 mg/dl). Reportedly, the customer had "dawn phenomenon", and the pump settings needed to be adjusted. Tandem technical support guided the customer through adjusting the pump settings. A bolus was delivered to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.